Manufacturer narrative:
The hospital reported that they converted to the baxter one-link device on an unreported date in february 2017. The patient experienced the clabsi on an unreported date sometime ¿since the first week of (B)(6) 2017¿. The product code of the one-link device in use was not provided, however, the customer provided three potential product codes as follows: 7n8310 extension set with one-link needle-free lv connector; 7n8300; extension set with one-link needle-free lv connector; 7n8399 one-link neutral luer activated device (no lot numbers were provided). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
While hospitalized, a patient experienced a central line associated blood stream infection (clabsi) during an unspecified infusion in which a one-link device was in use as part of the infusion line set-up. The cause of the clabsi and the indication for the patient¿s hospitalization were not reported. It was reported that the facility had recently converted to the use of the one-link device and the clabsi occurred on an unreported date after the conversion. At the time of the conversion, an in-service training on the use of the one-link was provided to the hospital staff by a member of baxter's clinical center for excellence. The in-service reportedly had a ninety-three percent attendance rate. It was also reported that ¿the standard protocol at the facility was to swab at every access¿ (not further described). At the time of this report, an unspecified future date was being coordinated with the customer to provide an additional in-service training on the use of the one-link device. The treatment for the clabsi was not reported. No further detail was provided regarding the infusion set up or regarding the patient¿s outcome from the event. No additional information is available.